Event description:
[Haiou needle retractable safety syringes] treatment under emergency use authorization (eua): multiple blunt needles (there have been no beveled edge on the tip of multiple needles); multiple contaminated syringes (there have been particles and one hair-like object found in the syringes); multiple cases where the plunger will not pull back (plunger returns to its original position after being pulled back); one case where a vaccinator attempted to retract the needle after administering the vaccine and the needle broke free from the syringe and remained in the patient's arm we have also noticed inconsistencies among the plunger tips. FDA safety report ID# (B)(4).